Event description:
The customer reported that a patient's sample containing anti-e failed to react in the ortho provue using 0.8% resolve panel lot # 8ra200 and mts anti-igg card lot # 031506001-30.

Manufacturer narrative:
Samples were provided by the customer for investigation. Mts was able to verify the customer's complaint. Based on the available information and the results of the investigation, the sample contains anti-e reacting inconsistently in both manual gel and on the provue. Incident is isolated. Mts could not rule out gel card malfunction as a contributing factor. Labeling cautions the user as follows: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion resection. The likelihood of a serious injury, while not frequent, is not remote. Therefore incident is reportable.